Event description:
Report received that the distal end of the tubing set had broken off into a clave extension set. It was reported that the patient was received an unspecified dosage of cyclophosphamide via the IV tubing set connected to a clave extension set which was then connected to the patient's portacath. At an unspecified time, the nurse entred the patient's room to draw blood. The nurse disconnected the tubing set from the clave extension set, attached a syringe, and reportedly withdrew a small amount of "white material" into the syringe. The tubing set was reattached to the portacath and the chemotherapy infusion was resumed. Immediately, the patient complained of "feeling wet" and the nurse noticed that tubing was leaking at the connection. The nurse manipulated the connection and the patient again complained of "feeling wet". At this time, the nurse inspected the distal end of the tubing set and found that approximately 0.8cm of the male adapter was missing. The estimated chemotherapy spill was 10ml. The spill was cleaned up using the hospital's biohazard protocol. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.